Manufacturer narrative:
H10: a philips field service engineer (fse) was dispatched for onsite support. Parts were ordered. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the sound transfer [audio] was out of order. No patient involvement.